Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n290614, implanted: (B)(6) 2012. Product type: accessory: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3550-29, lot# n317088, implanted: (B)(6) 2012. Product type: accessory: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
It was reported that just over a year ago the device was switched from the patient¿s right hip to the left hip. It was covering the patient¿s leg pain and now was covering both arms and hand pain. It was noted that stimulation was off and the patient was not having any pain in her arms or hands. About four months ago, the recharge was getting 8 coupling bars, and about 2.5 months ago, slipped down to 4 coupling bars, and now there were no coupling bars. It was reported that whenever the patient charged her other device, she attempted to also charge this device. The patient had a second device implanted to cover the patient¿s leg pain. The patient was seeing the poor communication screen, had tried repositioning and was getting no coupling bars. The patient last felt stimulation 2.5 months ago. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an external source via a patient on (B)(6) 2017. The patient stated that they have a functioning device and a non-functioning device implanted. No further complications were reported/are anticipated.